Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion (pbd). Technical service (ts) was asked to review device data. Ts confirmed the device power consumption is increasing at an abnormally higher rate than expected. Ts provided recommendations to replace the device in the near future. At this time, the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.